Manufacturer narrative:
Argus case: (B)(4).

Event description:
I choked with a bristle that came loose from the toothbrush, choking. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received gsk toothbrush (sensodyne sensitivity and gum soft toothbrush) toothbrush (batch number unk, expiry date unknown) for sensitivity of teeth. This case was associated with a product complaint. In (B)(6) 2022, the patient started sensodyne sensitivity and gum soft toothbrush. On an unknown date, less than a week after starting sensodyne sensitivity and gum soft toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. Sensodyne sensitivity and gum soft toothbrush was discontinued in (B)(6) 2022 (dechallenge was positive). On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the product complaint was unknown. The reporter considered the choking to be related to sensodyne sensitivity and gum soft toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on (B)(6) 2022 via call center representative (email). The consumer stated that " I've been a user of sensodyne toothbrushes for some time now. Last week I had to switch toothbrushes and since the one I used to buy was not available at the pharmacy, I decided on another model. One with red and blue bristles. I wasn't very satisfied with the exchange. I found the bristles very soft. But what really displeased me and worried me, is that, in a brushing moment, I choked with a bristle that came loose from the toothbrush. And two days later, another one came loose. Anyway. I switched brands and I'd like to record what happened to avoid bigger problems for someone. Thank god, I kept calm and was able to remove the bristle at home." Follow up information was received on (B)(6) 2022 from quality assurance (qa) department regarding 03650869 (issue number) for unknown lot number and expiry date. Investigation evaluation: loosing filaments check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Note: if complete tuft (bundle of filaments) got loose, then send defect to site. Worn out filaments check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brushhead, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out 2.1 gsk is distributing globally toothbrushes for more than 40 years. 2.2 product portfolio of toothbrushes is very complex. There are about 50 base model variants, which are available in different stiffness grades, brand names (aquafresh, sensodyne, dr.best, macleans, binaca, odol, parodontax) and artwork variants, resulting in about 850 individual skus. The toothbrushes are distributed in about 45 different gsk markets. 2.3 all toothbrushes are manufactured at three approved external contractor manufacturers (cms) mcs, smi, and shummi. All toothbrushes have been developed according to international and gsk internal standards. Total volume increased between 2015 and 2019 by 26 percent. Year / mio tbs mcs smi shummi total 2019 106 128 75 309, 2018 122 119 65 306, 2017 117 97 67 279, 2016 132 91 50 273, 2015 130 69 46 245 2.4 manual toothbrushes are class I medical devices in the us and are exempted from the medical device quality system regulation (21 cfr 820), except for general requirements concerning records (820.180) and complaint files (820.198), if the device is not labelled or otherwise represented as sterile. In several other markets, they are classified in "lesser" categories such as a consumer product/sundry item /general good/cosmetics without specific gmp requirements. 2.5 a review of all consumer complaints is routinely done in the periodic product review, which is established as quality kpi for more than 10 years. Actions are initiated for continuous improvement as applicable. Response to consumer (if applicable): thank you for your inquiry. Your complaint has been received and we apologize for any inconvenience this has caused you. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Your feedback is valuable and will be used towards enhancing the quality of our products. The investigation reports concluded that complaint stands unsubstantiated. Pqc number was reported as pqc146129. Initial and follow up documents were processed together.